Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the product has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "deployment device was sticky" prior to patient contact. Surgery was completed with backup device in the left eye. There was no eye contact.